Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump began flashing so she took the battery out. The customer's blood glucose was 201 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had intermittent response due to corroded keypad traces. No flashing anomaly or button error alarm noted during testing. The device had minor scratches on the display window, cracked case at the display window, and cracked reservoir tube lip.